Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Insulin pump trace download analysis confirmed the pump alarmed power error. The power management tool confirmed power error alarms were triggered when the battery loaded voltage (loaded vlith) was less than 3.5 volts for 4 consecutive hours due to connector resistance electronic board. After disconnecting and reconnecting the internal battery connector on electronic board, the pump was monitored and functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed power error. The blood glucose level was 67 mg/dl at time of the event. Troubleshooting did not resolve the issues. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.